Event description:
It was reported the pt had the entire system replaced. The reason for the replacement surgery was not provided. Additional info was requested, but not provided.

Manufacturer narrative:
Should additional info become available regarding this event, it will be reevaluated and a follow-up report will be sent.